Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device synchronization was delayed. The technical support specialist lowered the station datebase, resynced to the server to resolve this issue. Also attached article of "proper datasync procedure & how to place new db in es station". The contact information was kept blank due to no information was provided by the technical support specialist. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the device synchronization was delayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.